Event description:
It was reported bd alaris¿ medley¿ syringe experienced fluid or puddle. The following information was provided by the initial reporter: the rn noticed puddle or fluid on floor.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown . Device manufacture date: unknown.

Event description:
It was reported bd alaris¿ medley¿ syringe experienced fluid or puddle. The following information was provided by the initial reporter: the rn noticed puddle or fluid on floor.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because or lot number was not provided by the customer. H3 other text : see h10.